Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the transmitters ac plug overheated and melted. The device would no longer be used and replaced.